Event description:
It was reported that metal parts were shaving during use. The procedure was successfully completed with an alternate device and there were no adverse consequences associated with the event.

Manufacturer narrative:
The device was returned to the MFR for investigation. According to the quality engineer, the rear bearing in the attachments had failed and pieces of the bearing had come out. This is likely what the customer referred to as "metal shavings."